Event description:
The hosp reported a pt became over insufflated during a procedure. The hospital staff noticed the pt's abdomen was becoming distended and halted the procedure. The procedure was completed after the device was replaced with another insufflation unit. There was no allegation of harm.